Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert for oversensing and noise. There were multiple sensing integrity counters and ventricular tachycardia episodes noted. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.